Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal of the lad with 90% stenosis, mild calcification and mild tortuosity. After engaging a flexi-wire, the flexi-cut made eight cuttings at 10 ps, then ivus was performed. Another eight cuttings were performed at 20 ps and ivus was performed again. Three more cuttings at 30 psi were done. To perform another cutting, the catheter was pressurized up to 40 ps; however, the balloon had ruptured. A pinhole was found in the proximal end of the balloon. Another company's stent was implanted and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the atherectomy catheter was returned with blood and contrast visible in the hub, housing and balloon. The cutter was in the distal end of the housing. The balloon was loosely folded. There was no damage noted to the catheter. A new indeflator, filled with water, was used in attempt to pressurize the balloon when fluid leaked out of a pinhole in the proximal taper of the balloon. There was a longitudinal scratch parallel to the pinhole in the balloon. Product performance engineering reviewed the case description and the analysis of the returned flexi-cut. It was reported that the flexi-cut made eight cuttings (10 ps), then ivus, another eight cuttings (20ps), ivus, and three more cuttings (30 ps) were done. To perform another cutting, the catheter was pressurized up to 40 ps, but the balloon had ruptured. The analysis of the returned device was able to confirm the case description, as a pinhole rupture was noted in the proximal taper of the balloon. Balloon ruptures may occur due to, but not limited to, manufacturing, mechanical damage, handling of the device during use, over inflation and/or interaction with pt anatomy or interaction with associative devices. There was a longitudinal scratch parallel to the pinhole in the balloon, which suggests interaction with another object such as the patient anatomy or associative device. It was reported that the lesion had mild tortuosity, mild calcification, and 90% stenosis which may have contributed to the failure. Review of the manufacturing record indicated the devices met manufacturing criteria. Since the device was able to be prepared for use, and used for several cuts, and based on the results of the analysis, this failure appears to be related to the circumstances during the procedure. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.